Event description:
It was reported that during a da vinci-assisted endometriosis resection surgical procedure, a non-recoverable error 32056 occurred on the universal surgical manipulator (usm) 3 of the system. The system had been restarted twice before contacting technical services engineering (tse), but the error persisted. Tse reviewed the logs and identified the error as related to the axes controller, arm (aca) in usm 3. The tse advised restarting the system, including the emergency power off (epo) and breakers, but the issue remained unresolved. The tse informed the user that arm 3 would not be usable and suggested deactivating it to proceed with the surgery using three arms. The user understood and deactivated arm 3, allowing the surgery to continue with the remaining arms. No known impact or patient consequence was reported. A procedure delay of 15 minutes was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the reporter confirmed that the ports had not been placed before the problem was identified. When the system was powered on, its functionality was checked during startup. However, at that time, the system displayed a message requiring the user to "check the connections," indicating an error at initial power-on. To resolve the reported issue and proceed with the procedure, the reporter stated that they performed a full shutdown of the system, unplugged the cables, cleaned them, and then restarted the system. Despite these efforts, the error persisted. Subsequently, they contacted the tse, who guided her through various troubleshooting procedures. Ultimately, this led to disabling the universal surgical manipulator (usm/arm) 3, allowing the procedure to continue.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm) 3 to correct the problem. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The usm3 was analyzed and upon visual inspection, no issues were found that would be related to the reported event. The usm was installed onto an in-house system where error 32056 was present during power up logs. The usm was then installed onto a patient side cart fixture test platform (pftp) where the agc current test failed on pitch, replicating the reported event. Once testing was completed, the pitch searchlight board was tested and verified as the source of the fault. The complaint was confirmed based on the failure analysis, which indicates that the device may have contributed to the customer reported issue. The root cause is attributed to a faulty aca searchlight board. The board was unable to initialized as expected during system startup check, causing non-recoverable error 32056 to be triggered. This issue can be resolved by replacing the unit.